Event description:
Patient was diagnosed with breast cancer approximately one year ago. A catheter was placed earlier this year. Since then the catheter fractured or separated. The catheter was replaced.